Event description:
A doctor alleged that the maxcem elite clear had set up too quickly while seating crowns and bridges on multiple patients.

Manufacturer narrative:
Patient or incident details were not provided by the doctor. It was reported that multiple crowns and bridges have been removed and replaced for an unknown number of patients. The doctor has refused to provide any additional details; therefore, no further information can be obtained with regard to these incidents. The product involved in the alleged incidents was not returned. Lot number 4690551 has been identified as an affected lot which is part of an ongoing maxcem elite recall.